Event description:
It was reported by service report that the customer alleged that the IV pole could fall in an unintended direction due to a loose bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.